Event description:
Inbound, pt described leaking at the filter tonight. Stated, had started using tubing 24 hrs ago. Stated this is the second time with the same lot number. No further details provided: (B)(4). Diagnosis or reason for use: pph.